Event description:
ON July 10, 2026, I received an email from uscustomercare@abbott.com stating, in reference to Case Number: (b)(4), they said: "Unfortunately, we are not able to offer you a replacement for your sensor. After a review of your sensor replacement history, we see that you have exceeded Abbott's product replacement guidelines. At Abbott Diabetes Care, quality of products is a priority. We go to great lengths to ensure our customers have a quality product which works well for them. We recommend that you contact your Healthcare Proress1onai to discuss. "If you have any additional questions, please contact the FreeStyle Customer Care Team at 1-855-632-8658, 8:00am to8:00pm Eastern time, Monday-Sunday, excluding holidays."i have been using this system for over a year and I have had to return NUMEROUS FreeStyle Libre 3+ Sensors because of malfunctions of some kind, either they fell ff or just stop working. I have error codes on my FreeStyle Libre 3 Reader dating from (b)(6) 2025 to (b)(6) 2026. Now they are saying they will longer be replaced because I have 'exceeded Abbott's product replacement guidelines".Requesting replacement of the sensors is an absolute pain in the ¿you know what" and I have NOT gone through this hassle because I enjoy it. I no longer have access the Serial Numbers of the faulty sensors, with the exception of the last 3 I have requested via their online return form on (b)(6) 2026 and 2 sensors on (b)(6) 2026, but I'm sure they have records of ALL of them. As of today, (b)(6) 2026, I have been unable to contact the company with my complaint. REFERENCE REPORTS: CDRH-50077500, CDRH-50077516, CDRH-50077919, CDRH-50078450. PATIENT CODE: E2403.DEVICE CODE: A070908, A040102. THIS REPORT CAPTURES: FREESTYLE LIBRE 3+ SENSORS #5.